Manufacturer narrative:
Concomitant products: 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#unknown) 88862818-89, 88862818-89 ticron* 5 blu 4x75cm kv40x12 (lot#unknown) 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#unknown) 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#unknown) 88863097-71, 88863097-71 ticron* 1 blu 75cm gs25x36 (lot#unknown) 88862818-89, 88862818-89 ticron* 5 blu 4x75cm kv40x12 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open total hip reconstruction procedure, while closing the joint capsule and fascia, the knots unraveled. The issue occurred in seven sutures. The surgeon used a new suture and completed the procedure as usual. There was no pa tient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a surgical site was shown with sutures visible. The sutures appeared violet in the image provided. Sections of the visible sutures were knotted, and other sections were noted to be loose. It was reported that the suture line did not hold. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.